Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was treated by the paramedics due to low blood glucose levels. The customer doesn't know how low he went, but after the paramedics gave him a glucagon injection, he was at 56 mg/dl. Nothing further was reported.